Event description:
According to the reporter: patient complaints increasing pain in the area of the scar where device was implanted. The pain is above the implanted mesh.

Manufacturer narrative:
(B)(4).